Manufacturer narrative:
(B)(4). During a follow up, the home patient's nurse stated that she is sure the patient would have told her about this report. The nurse stated that the home patient did not have any problems and was able to continue therapy fine. The nurse stated that the home patient is now in hospice care and no longer doing peritoneal dialysis therapy.

Manufacturer narrative:
(B)(4). The lot number is unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The complaint for system error se 2267 (fluid and air in set) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted global technical services regarding a system error 2240 alarm that appeared on the homechoice (hc) unit during dwell 3 of 4, patient connected at the time of the alarm. The technical service representative (tsr) assisted the home patient (hp) to troubleshoot the alarm and advised to either re-setup the hc machine to complete therapy or use manual supplies. The hp stated that he would not restart the therapy on the hc machine and just go to bed. The hp turned off the hc machine for the night. Proper procedures per the user manual were reviewed with the caller. There was patient involvement. No injury or medical intervention was reported.